Event description:
It was reported that sheath detachment occurred. The 100% stenosed target lesion was located in a common iliac venous stent. Pre-dilatation was not performed. An opticross 35 catheter was advanced and crossed the obstruction with difficulty. However, when the catheter was being removed, significant resistance was encountered and the device fractured about 25 cm from the tip. The broken piece was snared and removed through the sheath. The procedure was completed using an alternate method. No patient complications were reported.